Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range impedance measurement on another manufacture's left ventricular (lv) lead and this cardiac resynchronization therapy defibrillator (crt-d). The patient was brought into the clinic and stated that they have increased shortness of breath. During the interrogation it was noted that the threshold measurement was high at 4 volts and the programmed output was also at 4 volts. The patient was referred to another cardiologist. At this time no further assessments have been performed and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed due to the low out of range impedance measurements and high threshold measurements on another manufacturer's epicardial left ventricular (lv) lead and this cardiac resynchronization therapy defibrillator (crt-d). Upon opening the pocket the physician found a previously surgically abandoned epicardial lead from another manufacturer. That epicardial lead was tested and exhibited good measurements. The physician opted to cap the existing epicardial lead and use the previously abandoned epicardial lead with the existing crt-d device. No additional adverse patient effects were reported. The crt-d remains in service.